Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a secondary intervention was performed as the endurant bifurcate had migrated resulting in a proximal type I endoleak. The type I endoleak was determined to be coming from the left posterior quadrant of the stent graft. The resolution of the endoleak could not be determined as the information was not provided. No additional details can be obtained. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.